Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, and basic occlusion test. Unable to confirm the motor error alarm. The device was unable to prime during the prime test as a result of a slanted/loose drive support disk. Further testing could not be performed due to the prime anomaly. The motor passed the motor test. The unit had cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported getting a no delivery alarm. The blood glucose was 215mg/dl. Troubleshooting was performed, and insulin did exit during the manual prime test. The caller mentioned that the infusion set is a little bit kinked and there is blood at the end. The customer mentioned having also a motor error alarm, and she believes that there is something wrong with the insulin pump. Advised the customer that since she is pregnant the device would be replaced. No further information was provided.